Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:00 am, the customer had a lab test and the result was 2.4 inr. At 1:30 pm, the customer tested by fingerstick on the meter and the result was 3.2 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no new medications, no new illness, no diet changes and no changes to warfarin dose. There was no adverse event. The customer's meter and strips were returned for investigation. The returned meter and strips as well as one retention test strip were tested with a retention control. Testing results: returned strip vial: qc 1: 2.4 inr, qc 2: 2.5 inr. Retention strip vial: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.